Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced at customer site. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4). A visual inspection was performed and no discrepancies were observed. A review of the event log was performed and error message tcmid: 05 (coolant diff failure) was noted. Initial functional testing could not be performed due to the error message tcmid: 05 (coolant diff failure). The system then underwent final functional testing, where no errors or anomalies were exhibited. In summary, the customer reported complaint of the system exhibiting error message tcmid: 05 (coolant diff failure) was confirmed thought archive review and functional testing. The root cause of the reported complaint was determined to be due to defective temperature probe. The temperature probe was replaced to remedy the reported complaint. The system then underwent final functional testing, where no errors or anomalies were exhibited.

Event description:
It was reported that during set-up, the thermogard xp ivtm system (sn: (B)(4)) was displaying error message tcmid: 05 (coolant diff failure). Another system was used to continue and complete the temperature management therapy. No adverse patient impact was reported.